Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a starclose se device with a 5f sheath after a cardiac angiogram diagnostic procedure. Reportedly, there was resistance during thumb advancement. The sheath did not split completely and clip did not deploy. The release mechanism was successfully used to remove the device from the patient and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.